Manufacturer narrative:
(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during the lung procedure, after third firing, noted some staples were malformed with irregular shape. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.